Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed for high readings. A cannula was found bent. It could not be confirmed if the customer received the sensor in said condition as the sensor was returned opened and used.

Event description:
Customer reported he was having problems with the sensor. Customer reported that he put in a new sensor the night prior and the insulin pump alarmed bad sensor. Customer stated he only had the sensor in for 10 hours and he had to replace it. Troubleshooting was performed. The sensor was bent. Customer stated he had a lot of scar tissue. No further information provided.